Event description:
Patient representative reported left side pain, rupture, and "small cyst." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported left side pain, rupture, and "small cyst." The device remains implanted.